Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 39-40 mg/dl. The cause of the reported issue was due to the control iq software features ¿not being compatible¿ with the customer. There was no device issue alleged. The customer consumed glucose tablets to address the low bg. Reportedly, the customer reverted to a different pump software to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.